Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Event description:
A customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The cause of the reported issue was determined to be a broken/damaged power button. During evaluation, it was also observed the device was unable to shock. The cause of the reported issue of unable to shock was determined to be a faulty therapy board. The customer was quoted for the repair but it was declined. The device was returned to the customer unrepaired.